Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with atrial and ventricular lead dislodgement. A lead revision was performed. The ventricular lead was repositioned successfully. The atrial lead continued to dislodge during the repositioning and was replaced. The patient was stable.